Event description:
The device was used during an anterior resection procedure. Reportedly, the staples were missing. The surgeon applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.